Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a mild heart attack related to diabetes and blood glucose (bg) levels reaching over 600 mg/dl. Reportedly, the pump basal rate had recently been adjusted by a diabetes educator. Prior to hospitalization, customer delivered a manual injection and also a bolus via the pump. During hospitalization, customer was treated with an intravenous drip, cardiac catheterization, and placement of a stent. Customer was released from the hospitalization 4 days later. Reportedly, the treatment received in the hospital resolved the reported issue. Customer contacted the diabetes educator regarding the recent pump basal rate.